Event description:
The pt's screen was blank and they could not get any words at all. They were asked to disconnect while a few functions were tried. They pressed the side button and audio bolus appeared on the screen. They then bolused, primed, and the screen had extra lines on it, but words did appear. Then screen went blank and they were unable to get anything more to appear.